Event description:
A valiant captiva stent graft system was intended for the endovascular treatment of a 350mm length type b thoracic aortic dissection. The thoracic aorta had a proximal diameter of 28 mm and a distal diameter of 30 mm. The angulation of the aortic arch was 20 degrees. The aorta and other vessels exhibited no tortuosity or calcification. It was reported that during insertion of the device into the patient¿s femoral artery, the physician noticed simultaneous movement of the pro-glide sutures deeper into the puncture canal and the artery. Insertion was stopped immediately, and the delivery system was removed from the patient. On inspection of the device, it was noticed that there was a gap between the tapered tip and the tip capture mechanism. It is reported that there was no seal between the taper tip and tip capture mechanism.the patient was treated with a proximal stent graft that was implanted in the descending thoracic aorta. Revision of the cfa bifurcation was also required. It is noted that the patient has returned home and is well but will require further follow up CT scan and it will be decided if further intervention is required. Per the physician, the cause of the event is device related. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Film evaluation summary: the tip of stent graft cover was flared and damaged (fail). A gap between 1 and 1.5mm was observed between the end of the graft cover and the tapered tip (fail). The manufacturing specification for this gap is 1mm max. The rest of the device was unremarkable. This gap is 100% inspected to be 1mm during manufacturing. However, this gap can become larger during use through external forces on the taper tip/ graft cover while advancing or retracting the device. While the gap being greater than specification cannot be ruled out. It is possible that the graft cover getting caught on the sutures may have caused the gap to become larger that specification post release from manufacturing facility. If information is provided in the future, a supplemental report will be issued.